Manufacturer narrative:
The MFR did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. With the info given so far, no further investigation is possible. Based on an extensive investigation of events reported from several user facilities outside the us, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective actions, a retraining program for users outside the us was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the us. A similar cup, compatible with the metasul ldh femoral head, is cleared in the us and a corrective action for this product was reported to the FDA in 07/2008 as correction z-2415/2426-2008. Should add'l info including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported that the pt received an acetabular cup. It is unk whether the pt is monitored or a revision was performed.